Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream failure" was not reproduced. Checked the pump with IV set at rate 100ml/hr, volume to be infused 50ml and it passed the test with 8.88psi. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had down stream failure occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: a review of the service history record identified the device has been previously serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event.